Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. Treatment was not reported. The home patient continues on peritoneal dialysis therapy. The patient was recovering from peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.